Event description:
A (B)(6) male pt underwent aaa repair (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. Right internal iliac artery was coil embolized and the right iliac leg was placed into external iliac artery. Accessory renal artery was observed in lower right position of abdominal aorta. Final angiography revealed an endoleak that seemed like standing around third stent. Proximal endoleak was suspected and ballooning was performed. However, the endoleak was not resolved. Then the boy extension was placed. It seemed like the leak was reduced but it still remained. The proximal site of the main body was blocked with a coda balloon catheter and angiography was performed. It was confirmed that the endoleak was not type iii from a junction part nor distal type I endoleak. The physician considered it as type IV or type ii from accessory renal artery in lower right position of abdominal aorta at the end, and he decided to take a wait-and-see approach. No adverse effect on the pt. No images provided. Act when the endoleak was observed was 240.

Manufacturer narrative:
(B)(4) - no consequences to the pt were noted. (B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure, in regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Without imaging it is difficult to determine etiology of the endoleak and how the device may have contributed to the event. Based on the info provided, anticoagulation and pt anatomy likely contributed to the reported endoleak. Aggressive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.